Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to perform excessive no delivery test due to motor anomaly. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No check settings alarm noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she received a motor error while changing out her site when she was trying to prime the pump. The customer stated that a couple of days ago, she received a no delivery alarm but was able to correct the alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.